Event description:
Pt receiving tpn. New tpn was hung at 16:00. At 17:15 the pt's chemstrip was checked and noted to be 8. It was discovered that the filter on the IV tubing was leaking. The tubing was changed and the pt received a d10w slow IV push. At 17:45 the chemstrip was rechecked and noted to be 26. Another d10w slow IV push was given with the recheck on chemstrip being 56. After second IV push pt returned to baseline.